Event description:
The customer reported that while working on removing a cancerous mass from the pt's leg, the device locked on tissue and would no longer open. The device was cut from tissue in order to remove it. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.